Event description:
Consumer reports getting inaccurate readings when comparing to their other meter. Analysis run on clark error grid using competitive reading (112) as reference point vs. Bd readings (240) yielded some data points in the c range of the rid, outside acceptable limits.